Event description:
The ent surgeon reported that the patient does not have any abnormal vagal anatomy and the device was performing as intended.

Event description:
It was reported that during initial vns implant surgery on (B)(6) 2014, the patient experienced brief bradycardia when the surgeon was performing a system diagnostic test. The bradycardia subsided when the diagnostic test was complete and the patient made a full recovery. The patient¿s device was not programmed on after implant and the patient was doing well following surgery. The patient¿s device was programmed on during an office visit on (B)(6) 2014 to the lowest settings and that the patient was fine with these settings. The patient did not have a history of bradycardia.